Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached filter limb was discovered. The filter and detached limb were removed with bronchoscopy forceps. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.